Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.